Event description:
After approximately 10 burns with the celsius ds electrophysiology catheter, the catheter no longer could get distal signals. The device was removed and a new catheter was opened. The patient was not harmed as a result of this incident. There has been no reply from the manufacturer as of yet regarding this failure.